Manufacturer narrative:
(B)(4). Info was not provided.

Event description:
It was reported that when the device was used during a laparoscopic appendectomy, it only stapled half way and cut all the way across which left an incomplete staple line. The surgeon repaired it with sutures. There were no pt consequences reported.